Event description:
The clinic manager (cm) for a user facility reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment. The leak occurred from a cut in the arterial line of the combiset bloodlines at the portion threaded in the roller pump of the 2008t machine. Additional information was obtained during follow-up. The reported issue occurred 16-30 minutes following treatment initiation on the 2008t machine. No machine alarms were received. The reported issue was discovered when the clinic staff noted a puddle of blood on the floor by the machine where the patient was dialyzing. No issues were encountered during prime. The patient¿s estimated blood loss (ebl) was reported to be 100 ml. No serious injury or required medical intervention resulted form the reported issue. Treatment was restarted and successfully completed on a different machine with new supplies. The 2008t machine was removed from service following the reported event. The biomedical technician (biomed) found no issues with the machine that would have caused or contributed to the reported issue, including sharp edges that would have caused the damaged identified on the bloodlines. There have also been no reoccurrences of the reported event since returning the machine to service. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. It was noted upon intake that the sample was received without the original package or identification label. As the complaint product sample was being disinfected and prepared for analysis, a leak was found in the pump tubing. During the visual inspection a tear was found in the pump tubing. No other problems were found during the inspection. The reported event was confirmed. Probable cause for this issue includes incorrect assembly during the manufacturing process. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment. The leak occurred from a cut in the arterial line of the combiset bloodlines at the portion threaded in the roller pump of the 2008t machine. Additional information was obtained during follow-up. The reported issue occurred 16-30 minutes following treatment initiation on the 2008t machine. No machine alarms were received. The reported issue was discovered when the clinic staff noted a puddle of blood on the floor by the machine where the patient was dialyzing. No issues were encountered during prime. The patient¿s estimated blood loss (ebl) was reported to be 100 ml. No serious injury or required medical intervention resulted form the reported issue. Treatment was restarted and successfully completed on a different machine with new supplies. The 2008t machine was removed from service following the reported event. The biomedical technician (biomed) found no issues with the machine that would have caused or contributed to the reported issue, including sharp edges that would have caused the damaged identified on the bloodlines. There have also been no reoccurrences of the reported event since returning the machine to service. The sample was reported to be available to be returned to the manufacturer for physical evaluation.